Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the on the right atrial (ra) channel that was felt to be related to the respiratory rate trend (rrt) feature. All lead measurements were all within normal range and there were no observations of oversensing or asystole. Technical services recommended to follow-up with a device physician. At this time, the ICD remains in service. No adverse patient effects were reported.